Manufacturer narrative:
The cause for the repeat (B)(6) advia centaur xp hbsagii result that confirmed with the advia centaur hbsag conf is unknown. The qc results are acceptable. Advia centaur xp hbsagii: (B)(6) 2017: observed: package insert range: (B)(6) , (B)(6), 0.000 - 0.99. (B)(6), (B)(6), 2.00 - 9.00. Hbsag conf: (B)(6) 2017: observed : package insert range: (B)(6), (B)(6): confirmed index (B)(6). Advia centaur xp hbsagii: (B)(6) 2017 : observed : package insert range: (B)(6), (B)(6), 0.000 - 0.99. (B)(6), (B)(6), 2.00 - 9.00. The system is performing to specification. No further testing can be performed as there is no sample available from the initial sample tube. Based on the information provided, there was a possible issue with the original sample. Pre-analytic variables can affect the quality of the sample. While there is insufficient information to determine the cause of the discordant result, pre-analytical factors or a sample issue cannot be ruled out. The limitations section of the advia centaur xp hbsagii instructions for use (IFU) states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The hbsag confirmatory instructions for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers." Hbsag confirmatory reagent lot 339341118: UDI (B)(4), date of manufacture: 04/21/2016, expiration date: 04/21/2018.

Event description:
Customer observed repeat (B)(6) advia centaur xp (B)(6) surface antigen (B)(6) results for a patient sample. The (B)(6) results confirmed with the advia centaur xp hbsag (B)(6) test. Upon repeat testing on a different sample from the same patient, the result was found to be (B)(6). The (B)(6) results were reported to the physician and the physician questioned the results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp hbsagii results.